Event description:
It was reported that a user of the ilet experienced hyperglycemia at 260 mg/dl after eating a larger meal than was entered into the device, while using a cd infusion set and tubing that had been in place for three days; the user completed a scheduled supply change during the call. Customer care provided support that included guided troubleshooting and user education regarding meal announcements and supply maintenance. Investigation of this case revealed user-related underreporting of meal size as the likely contributor to elevated glucose, with no evidence of infusion set malfunction. No clinical symptoms associated with hyperglycemia reported. Outcomes included continued device use with correction with blood glucose decreasing without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error involving incorrect meal entry.